Manufacturer narrative:
MDR 1219913-2020-00215 was filed on august 14, 2020. November 20, 2020 additional information: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The advia centaur xp sars-cov-2 total (cov2t) lot 035 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
The calibration was acceptable and the quality control (qc) results were within the range. The customer observed multiple non-reproducible reactive results on the advia centaur xp sars-cov-2 total (cov2t) lot 035. The customer service engineer (cse) went onsite multiple times troubleshooting the issue. The local team found that the customer was not performing monthly cleaning since 2018. Monthly cleaning was performed. Sample probe cuvette bottom normal was adjusted up one step. The acid and base wash 1 and water were decontaminated. A precision study was performed and met specifications. Based on the service activity related to this complaint it is inconclusive to determine what mechanical malfunction could have contributed to the multiple non-reproducible false reactive results. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the non-reproducible false reactive result, siemens cannot rule out pre-analytical factors, sample specific issue, system maintenance issue or system issues. The customer has communicated to siemens that they will test the cov2t on the atellica im system. Customer requires no further action. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. It is currently unknown how long sars-cov-2 antibodies persist following infection and if the presence of antibodies confers protective immunity. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer obtained a discordant reactive advia centaur xp sars-cov-2 total (cov2t) result for a patient sample on (B)(6) 2020. The sample was repeated on the advia centaur xp cov2t assay and the result was nonreactive. The nonreactive result was reported. There are no known reports of patient intervention or adverse health consequences due to the reactive advia centaur xp cov2t results.